Event description:
Prominent hardware - patient presented with upper thoracic screws on the left that are visible through skin.

Event description:
Prominent hardware: patient presented with upper thoracic screws on the left that are visible through skin.